Manufacturer narrative:
Results, conclusions: embolic episodes. (B)(4).

Event description:
The previously reported embolisation occurred in the posterior tibial artery. The investigator assessed the event as related to the target lesion and not related to the device, procedure or paclitaxel.

Manufacturer narrative:
The previously reported embolisation ocurred in the anterior tibial artery. The investigator assessed the event as not related to the target lesion.

Event description:
During a pta procedure to treat restenosis an admiral xtreme pta balloon catheter and a non-medtronic stent were used to treat the distal sfa / popliteal 1 segment of the right leg. An embolization occurred during the procedure. Patient was treated with stenting. Outcome of the event is resolved.